Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that the caller stated their communicator device has not been working for about a month. Caller mentioned they have been leaving the communicator plugged into the charger all day long and the battery light will flicker or turns green and then as soon as they go to use it, it won't be green anymore and it will not hold a green charge even when they leave it plugged in all day. Agent worked with pt to plug the communicator into ac power reboot the handset, unplug after several minutes and try to connect using the micro mytherapy app but pt said the screen showed: communicator connection lost¿ communicator may need to be charged. The issue was not resolved through troubleshooting and an email was sent to the repair department to replace the communicator. Caller added that since implant they have noticed an issue that their ins therapy shuts down/resets to off without the patient taking the action of shutting therapy off even when their ins battery is around 10 - 20% or even when it is 50% therapy gets turned off all the time and they have to reprogram the program. Pt said sometimes the pulse is too strong and they use their control equipment to feel comfortable stim again. Agent reviewed the potential for stimulation to turn off if the ins battery is empty or between program changes, reviewed some stim sensation information. Pt said they can normally go 10 days between recharges. Agent recommended pt try recharging more often to prevent issues. Pt also mentioned that since implant when they recharge they cannot move a muscle, they cannot do anything or they lose connection to recharge, it is awkward laying on a pillow on their back for an hour. Agent reviewed they can call back for further equipment support should they need it in the future. Pt said they have interstim for incontinence after childbirth. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.